Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that the battery dies every two days. The other night it died and it was 500mg/dl. The customer reported that the pump was only lasting two days and has tried all new batteries. Low battery alarm on the fourteenth and pump was turning off without a low battery warning. Customer stated it has been happening and the last time it happened she had a high blood glucose in result of the pump shutting off. The customer declined high blood glucose troubleshooting. The insulin pump will be returned for analysis.